Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wearable failure occurred. Product was provided for investigation. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share log was performed and wearable failure was found. The allegation was confirmed due to probable cause was determined to be progressive sensor decline. No additional patient or event information is available.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the abdomen, which is an off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported by the parent that the patient uses insulet omnipod5 in modified closed loop. The wearable failed at 0300 and they were reportedly unable to monitor readings. Without cgms, the pump cannot access modified closed loop. 7 hours later, the patient developed dry mouth, polydipsia, and was nauseated. The reporter gave 5 units insulin. An hour later, emergency medical services (ems) arrived and the bg was more than 500 mg/dl. The patient was hospitalized for 3 days and was fine during the report. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be progressive sensor decline. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.